Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver cause was opened for further evaluation. An interior inspection confirmed the reported event of an overheating receiver. The root cause was determined to be a damaged universal serial bus (usb) connector.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient's receiver was overheating. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. No additional event or patient information is available.